Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site stated they could not clear the error, therefore they disabled arm 2 and were going to start the case with only 3 arms. Later, site called back for troubleshooting. Technical support engineer (tse) guided site through a hard power cycle of the system, but the error remained. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse swapped universal surgical manipulator (usm) with that of arm 1 and fault remained at arm 2. Then, disassembled usm and distal set-up joint (suj). Also, fse inspected dsuj and found no visible defect or loose components. Fse reassembled and encountered 297 error. Therefore, the fse reprogrammed and brought system up in normal mode with no faults and performed successful suj calibration. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.